Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect following a fall in (B)(6) 2011. Following the fall on the patient¿s stomach, the system stopped working and the symptoms came back. The patient was seen by her healthcare provider (hcp) and the device was found to be on, but the patient¿s symptoms got continually worse. The device was finally explanted on (B)(6) 2013.